Manufacturer narrative:
Device photo analysis: based on the device analysis the final assessment is: device photographs for the device related to the reported event of material rupture, failure of implant, were reviewed on (B)(6) 2021. Visual analysis of the photographs identified: red tissue. Red particle material on the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported no complaint against the left side. Per imaging and confirmation from healthcare provider the left side was found to be ruptured. The device has been explanted and replaced.